Event description:
Additional information received (unknown date): physician's comment: it was difficult to make correction because of the lack of fine adjustment when using the catheter. After changing to the günther classic, I was able to use it without any problems. Sales rep's comment: the reported device could not be expanded even outside the sheath and it is possible that the reported device was in the branch, but it was difficult for the user to adjust the catheter. So, he changed the reported device without forcing the operation. There was also a comment that the sheath dilator contrast was difficult to see, and I felt that we needed to be careful. The previous gunther was able to provide contrast directly from the sheath, but the introducer sheath of this product consists of a sheath and a dilator, so the lumen through which the contrast medium passes is narrower than the previous one, and the desired amount of contrast medium is not produced. No package was damaged and it was stored vertically. The indication for filter placement was prophylactic. The filter was placed with the intent of permanent placement. None anatomical conditions / abnormalities could have had an impact on the difficulties encountered. The procedural approach was jug. Implant date: (B)(6) 2021.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: after confirming the placement of the filter, the filter was inserted and expanded, but the filter could not be expanded/deployed. The filter was advanced out of the sheath several times but could not be expanded. The user tried to reposition because it was confirmed that the reported device was inserted into a branch (probably the right renal vein), but it was difficult to adjust the position of the catheter, so the filter was released where it was judged to be safe, and then retrieved with a retrieval kit. The catheter was changed to a classic tulip and the case was successfully completed. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information it is unknown what caused the filter to be unable to expand. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding, maybe if the filter is deployed in a thrombus, if the filter legs are caught in a clot, or if the filter is not placed in the ivc. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: approach to the ivc was gained from the right jug. After inserting the introducer sheath, contrast was performed with the introducer sheath dilator. After confirming the placement of the ivcf, the ivcf was inserted and expanded, but the ivcf could not be expanded/deployed. The ivcf was advanced out of the sheath several times but could not be expanded. The user tried to reposition because it was confirmed that the reported device was inserted into a branch (probably the right renal vein) but it was difficult to adjust the position of the catheter, so we released the filter at a point that he judged to be safe, and then retrieved it with a retrieval kit. The catheter was changed to a classic günther and the case was successfully completed. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.